Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher than the initial result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the rotary valve seal, the standard a line and pump, cleaned sticking rollers on the peristaltic pump, replaced the pump winding and adjusted the pressure foot to a flow rate of 79. The cse ran quality controls (qc) which were within acceptable ranges. The cause of the falsely low sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.